Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe was damaged and another's needle hub had separated from it. These were both found in lot 0097208. Additionally, 1 syringe from an unspecified lot had difficult plunger movement, and another from an unspecified lot had foreign liquid/droplets inside it. The following information was provided by the initial reporter, translated from portuguese to english: "in one of the packages, batch 0097208, he detected the following defects in two units: in the first, he noticed that the needle along with the protection were separated from the syringe, it was allegedly broken in the orange part. In the second syringe, he noticed that it was missing the needle protective cap and the needle was bent. He assures that both are from the same packaging and made two observations: it may has happened during transport or storage, there may have been a lack of care. The patient also mentioned that, between january and february, he purchased the same material (catalog 324918), and got 1 unit with the following deviation: syringe had undue pressure inside, a certain air resistance. In addition, there were drops inside, as if someone had used it. The patient believes that the pressure issue may be due to mechanics or temperature, but he highlights the danger of the presence of liquid drops inside the product. The package was properly sealed, there was no sign of opening. He said that unfortunately he hasn't kept the packaging, so the batch is unknown, but he still has the material available for evaluation." "The syringe reported (with batch unknown due to the package discarded), related to the difficulty/unable to operate the plunger and presence of drops similar to water, after handling for observation, has released a little and the drops have been expelled; however the customer believes it's still possible the remaining of the drops."

Manufacturer narrative:
H.6. Investigation: customer returned an image of several syringes. One syringe featured its needle and the top of its barrel missing entirely from the rest of the syringe. These parts appear to have broken off into their respective shield. The image does not show the interior of the shield for confirmation. Syringe was reportedly received in this condition. The second syringe appears to have had its needle bent at its base prior to use. Syringe was reportedly received in this condition with the needle shield separated from the syringe. The third syringe remains inside the pouch. While it is alleged that the syringe has a plunger that is difficult to move in addition to having liquid already in barrel, these issues could not be confirmed using the returned image. The syringe cannot be directly tested for the plunger issue. No damage to the plunger or liquid in the barrel can be observed directly using the returned image. A review of the device history record was completed for batch# 0097208. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the image received, bd was unable to replicate or confirm the customer¿s indicated failure of foreign matter in the syringe, failure of difficulty using the plunger, bent needle. Based on the image received, bd was able to confirm the customer¿s indicated failure of shield separation and broken syringe. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0097208. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-06. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ insulin syringe was damaged and another's needle hub had separated from it. These were both found in lot 0097208. Additionally, 1 syringe from an unspecified lot had difficult plunger movement, and another from an unspecified lot had foreign liquid/droplets inside it. The following information was provided by the initial reporter, translated from (B)(6) to english: "in one of the packages, batch 0097208, he detected the following defects in two units: in the first, he noticed that the needle along with the protection were separated from the syringe, it was allegedly broken in the orange part. In the second syringe, he noticed that it was missing the needle protective cap and the needle was bent. He assures that both are from the same packaging and made two observations: it may has happened during transport or storage, there may have been a lack of care. The patient also mentioned that, between january and february, he purchased the same material (catalog 324918), and got 1 unit with the following deviation: syringe had undue pressure inside, a certain air resistance. In addition, there were drops inside, as if someone had used it. The patient believes that the pressure issue may be due to mechanics or temperature, but he highlights the danger of the presence of liquid drops inside the product. The package was properly sealed, there was no sign of opening. He said that unfortunately he hasn't kept the packaging, so the batch is unknown, but he still has the material available for evaluation." "The syringe reported (with batch unknown due to the package discarded), related to the difficulty/unable to operate the plunger and presence of drops similar to water, after handling for observation, has released a little and the drops have been expelled; however the customer believes it's still possible the remaining of the drops."